Event description:
It was reported the patient is no longer receiving stimulation due to being unable to charge her scs system after not charging the system for months. An sjm rep was able to confirm the charging and no stimulation issues by using different charging systems and pt programmers. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.